Event description:
It was reported that the device was used during a low anterior resection. The device was fired on the coloprocto junction; the staple line looked fine. Went in from below with circular stapler and the distal staple line was opened. The pt ended up with a diverted colostomy. Device will not be returned.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.